Event description:
Ous MDR - after an implantation period of about 50 months, an error message was received indicating a possible early battery depletion. The device was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported. The device is under analysis at the moment.

Manufacturer narrative:
Upon receipt, the ICD was interrogated revealing the battery status eos. The device was implanted for 51 months and 25 charging cycles were recorded to the device memory. The inspection of the ICD memory content confirmed the detection of the eos battery status on (B)(6) 2014. In a next step the ICD housing was opened. The visual inspection of the inner assembly showed no anomalies. In the course of analysis the electrical parameters, particularly the current consumption of the electronic module, were found to be normal and as expected. The electronic module was attached to an external power supply. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. In particular, the specified energy level was reached. The device history record was inspected, documenting that the device performed as expected during the device manufacturing. The battery was sent to the manufacturer for further analysis. Analysis of the battery the manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. Next, the battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage was identified which led to an increased internal self-depletion within the battery and therefore to the clinical observation. In summary, the therapeutic functionality of the ICD proved to be flawless with an external power supply attached. The clinical observation resulted from an increased internal self-depletion within the battery over the implantation time of 50 months.